Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the surgical procedure, the calibrated guide pin was used and in its use it was slightly bent, it was changed for another that was in the ligament team, the surgery ends satisfactorily without complications.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Questions: please clarify the alleged product you have reported. You mention the calibrated guide pin was used and it was slightly bent. But, you entered a different ip which is pfc sigma dis aug 4mm,sz4,left is there any alleged defeciency with this product? Is the calibrated guide pin a depuy product if yes, what is the correct product details of the calibrated guide pin? Was surgery time extended? If yes, what was the duration of the delay? Clarify if the reported implant available for return? Answer: according to your request, this information had been directed to the medellín warehouse, which was the origin where the equipment or instruments came from and that is where the 2.4mm calibrated guide pin piece should be, so that they can make their respective requirement:

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.